Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket was jammed and not releasing. A field service engineer removed the back panel, manually released the lever, and popped out the pocket. Medications were jammed between pockets three and four, and the field service engineer unjammed the medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pocket 1.2. The pocket is jammed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.